Manufacturer narrative:
Initial and final (B)(4) - device 1 of 4. Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item.

Event description:
Reference number (B)(4). Event occurred in the united states it was reported that patient faced infusion set leakage event on (B)(6) 2026. The infusion set tubing was leaking at the site. The issue occured with 4 infusion sets. The infusion sets was in use for a day and a half. The patient replaced the infusion set and resumed insulin deliveries successfully. No further information available.